Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detection error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Updated: b3 - date of event, health effect - impact code, there was no patient involvement. D9: (B)(6) 2025. H3: one device was returned for analysis. The reported problem was confirmed through event log history, but it could not be duplicated. However, visual inspection found the cause of the reported issue was due to a contamination found at dso (downstream occlusion) sensor area. The dso sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was further reported that there was no patient involved in the event and no harm or clinical injury reported.